Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the metal part of the trocar was missing during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported one of the trocars, at the time of removal during a procedure, the metal part was missing. A search for the metal part in the surrounding operative area and in the surgical area (inside the eye) was carried out with negative results. The customer indicated they will provide additional information when it becomes available.